Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. The registered nurse was performing therapy on a dummy tummy at the time of the event. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. There was no patient involvement. No additional information is available.